Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0p59t, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0p59t, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0p59t, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0p59t, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A manufacturing representative reported the patient's wound was not healing properly where the lead and extension connection was located. The patient met with their health care provider (hcp) today for a wound check. A couple weeks prior to this report, the patient fell and went to the emergency room. The hcp in the emergency room had stapled over the head region close to the connector and lead location. During a revision to replace the extension and ins due to a short, irrigation and debridement was planned. The patient's indication for use is parkinson's dual and movement disorders. Following the revision, the patient had recovered without sequela.